Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the site had a few registrations on their system for a patient and when attempting to select the one with a registration metric of 1.5, the number jumped up to 11 millimeters. The site continued to click different registrations on the patient until the number went back to 1.5. After this, when the site went back into the navigation task, the message low performance showed up on the screen. The site then went back to the register screen and selected a completely different registration form the list and went back into navigate. At this point, the site was able to continue the case using the navigation system. The site reported that they were using six magnetic resonance imaging (MRI) and a computed tomography (CT) for the case and no additional models. There was no reported impact to patient outcome. There was a five to ten minute due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the archive was provided and loaded in the technical services (ts) lab. The reported issue could not be replicated.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the system was behaving as expected. The site loaded seven exams between 170 and 192 exams while simultaneously using the microscope. The behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.